Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, the pt experienced a "heart attack due to a blood clot". The physician implanted an unk size taxus express2 drug eluting stent in an unk vessel. The pt took plavix for approx one yr after stent implantation, before it was discontinued. Within 30 days of plavix discontinuation, the pt experienced "another heart attack in the same artery due to a blood clot". Another stent (unk size and MFR) was implanted. Add'l info has been requested, but has not been rec'd.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.